Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported the patient's therapy has not worked since the beginning. Patient said that they are peeing all over the place, needs bigger pads and has to get rushed to the bathroom and frequency is worse than before receiving the implant. Patient said that the trial worked perfectly and so did the remote. Patient asked if they can use the trial programmer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).